Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during prime test due to faulty force sensor resistor however, the motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and unable to prime. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized due to the absence of a no delivery alarm and a kinked cannula. The customer's blood glucose reading was 396 mg/dl at the time of incident. No further details given.